Event description:
The device was unable to be interrogated. Technical support attempted to download the firmware to restore normal device function; however, no telemetry could be established. The device was explanted and replaced with no adverse consequences to the patient.

Manufacturer narrative:
The device could not communicate due to low battery voltage. Based on default parameter settings, the device did not perform to the expected longevity. No high current drain sources were found throughout bench and stress testing. The cause of the premature battery depletion could not be determined.